Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the voyager balloon ruptured at 8 atm during the first inflation. Reportedly, there was no patient injury. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible on the hub, balloon, and in the guide wire lumen and inflation lumen. The balloon was loosely folded. There was a tear in the guide wire exit notch for a length of 4 mm. There was no other damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon catheter when fluid leaked out of a longitudinal rupture in the balloon 1 mm distal to the proximal balloon marker for a length of 1 mm. There were several longitudinal scratches in the balloon running parallel to the rupture. Product performance engineering reviewed the case description and analysis of the returned device; damage was noted. It was reported balloon catheter device had ruptured on the first inflation attempt to 8 atm. The analysis was able to confirm the complaint, as a 1 mm longitudinal rupture was observed in the balloon 1mm distal to the proximal balloon marker. Factors that may contribute to balloon damage may include, but not limited to, manufacturing, materials, patient anatomy, patient disease state, inadequate preparation, or associative device interaction. The case details describe the patient anatomy as mildly calcified and tortuous, which may have contributed to the reported difficulties. There was also a longitudinal scratches observed parallel at the rupture, which suggests the damage was initiated from the outer surface. It is possible that the scratch damage may have occurred during advancement of the catheter device through the anatomy. The damage likely weakened the balloon material and contributed to a balloon longitudinal rupture upon the inflation attempt. A definite root cause of the balloon damage could not be determined, but based on the reported case description and analysis of the returned device, the reported difficulties appear to be related to circumstances during the procedure. The analysis also observed a 4 mm tear originating from the guide wire exit notch. The material at the location appears to be lifted, which suggests an interaction with the guide wire. The damage likely occurred after the reported balloon rupture during removal the catheter device from the anatomy, as there was no damage noted prior to the procedure during preparation. When the catheter device and guide wire are pulled in opposite directions can lead to such damage. The damage did not appear to have contributed to the reported difficulties. The lot history record was reviewed. There were no nonconformances associated with this product part/lot number combination. A query of the complaint-handling database was performed and there were no other reported incidents with the same part/lot number combination. Product performance engineering and/or the respective business unit, quality engineering group, will monitor the incident circumstances. All catheters are 100% visually inspected for balloon damage and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify balloon rated burst pressure (rbp) integrity. This MDR is considered closed by the product performance group.